Event description:
A report was received that the patient underwent a lead revision procedure. During the lead revision, the physician was unable to perform an impedance check because the patient's ipg was depleted. The ipg was working properly, but it was replaced, so that the impedances could be measured. The patient was doing well after the procedure.